Event description:
"Diep flap pack #sba7cfpyn8 lap counts were incorrect: 9 laps and 4 sponges were counted diep packs normally contain 4 packs of sponges 5 each totaling 20." Manufacturer response for or diep flap pack, or diep flap pack (per site reporter) notified rep.